Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support. No troubleshooting was performed at the time of the call because the customer reported changing out the cartridge and infusion set. The customer's blood glucose level was 300s mg/dl with trace of ketones. The customer delivered a correction bolus with the pump and a manual injection.